Event description:
The customer reported that the gastrointestinal videoscope exhibited an image issue during a colonoscopy procedure. The camera image appeared snowy (fuzzy), similar to a television with no signal, and subsequently turned black. The event resulted in a procedural delay of less than 30 minutes and the procedure was completed with an olympus back-up device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.